Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies available. Hence, no conclusion can be drawn.

Event description:
It was reported per a patient call that the patient had underwent 3 back surgeries and 2 neck surgeries. Post-op, the screws in patient's back and neck broke. Patient states that the screw in the back broke in the past. Patient underwent a cervical fusion on the lower part of the neck in (B)(6) 2015, an additional cervical fusion was done. Six weeks past the surgery, the surgeon discovered broken screw or screws from the (B)(6) 2015 surgery. No patient complications were reported as a result of the above surgery. The (B)(6) 2015 surgery , per patient report, the additional surgery was not related to the (B)(6) 2015 surgery. According to the patient cervical surgery was done to address the levels above the one's operated on (B)(6) 2015 surgery.